Manufacturer narrative:
Additional information was received, and the following fields were updated accordingly: section d-10: device available for evaluation: yes. Section d-10: returned to manufacturer on: 10/12/2020. Section h-3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was received cut in half, which is consistent with a lens handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that two (02) additional investigation request (ir) for this production order number has been received for improperly loaded¿ and ¿dc-deliver issue¿, ¿dc-stuck in cartridge¿, and ¿dc-unfolding issue¿. Neither complaints could be confirmed, and these complaint codes are not related to the visual issues reported, and therefore no further escalations are required. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date unknown/not provided. Best estimate is between (B)(6) 2020 - (B)(6) 2020. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient complained of halos and glare, therefore, an intraocular lens (iol) was explanted from the patient's operative eye. Through follow-up, it was learned that the patient was unable to drive at night due to the severe halos and glare. Visual acuity (va) pre-operative: 20/50, va post-op: 20/50. During explant, the incision was enlarged and a single suture was required. A vitrectomy was not required. Another johnson & johnson lens, model zcb00, 24.5 diopter was successfully implanted as a replacement. No additional information was provided.